Manufacturer narrative:
Refer to the following field for corrected information: b3. Refer to the following fields for updated information: g3, g6, h2, and h10 the event date has been corrected from 12-mar-2020 to 12-dec-2019.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional information not reported by the site: the instrument was found to have mechanical indentations on the distal clevis and proximal clevis. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.026 - 0.556 in length and were not aligned with the tube axis. The additional failures identified are most commonly caused by mishandling/misuse. A log review was performed for the permanent cautery spatula reported in this complaint (pn: 470184-13/ n10190715 0051) and the following was found: the instrument was last used on (B)(6) 2019 during a supraglottic laryngectomy performed on system sl0494. The instrument was on the 6th life/usage of 10 for this procedure and was not used for any subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no photo or video received for analysis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument cable broke. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the procedure was completed with a backup instrument. The issue caused a delay of less than 15 minutes.